Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable results for multiple assays for an unknown number of patient samples. Refer to the attachment to the medwatch for all patient data provided. The erroneous results were reported to the doctor and were corrected by the laboratory. There was no allegation of an adverse event. The reagent lot numbers and expiration dates were requested but were not provided. The field service representative found there were holes in the nozzle for three of the aspiration tubes of the rinse mechanism.